Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump has cracked case at display window corners, belt clip slot, reservoir tube lid and with minor scratches on lcd display window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was possibly 200 mg/dl. Customer received the alarm during a bolus about two weeks ago and thinks that it was the metal detector at the court house that lead to the alarm. Customer was advised to disconnect from the pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer was advised that the pump will need to be replaced. Customer stated that she does not use the sensor all the time. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.